Event description:
It was reported that the patient experienced left cylinder rupture with a nine year old inflatable penile prosthesis (ipp) leading to it being previously removed. A reimplant surgery was performed in which a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the implant stopped working leading to the surgical procedure. The device was explanted the same day the new ipp was implanted. The patient did not experience any further adverse events. The patient was said to be doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.